Event description:
It was reported that this pacemaker system was explanted approximately three years after implant. There are no allegations against the product at this time. There was no replacement. No additional adverse patient effects were reported.